Event description:
The customer reported via our sales rep that as the unit was implanted it was extremely loose on the exeter v40 stem. It is further reported that another unit was used to complete the surgery. It is further reported that there was no adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional information becomes available, it will be submitted in a supplemental report.